Event description:
The iab was inserted into the pt on 12/12/97. On 12/14/97 after iabp for 48 hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. On 1/27/98 it was reported that the iabp alarmed and that blood specks were noted in the iab tubing. [Event complications]: none from the event-reported 12/18/97; none-rpt'd 1/27/98. [Pt's current status]: unk-rpt'd 12/18/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.